Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a powerpicc placement, the guidewire was difficult to be inserted, because there was a stenosis lesion near the subclavian vein. Therefore, the physician inserted the guidewire forcibly and the guidewire got stuck. Then, an angiography was performed, and it was found that the guidewire had perforated the vein. Bleeding was not confirmed, and the guidewire was pulled out from the patient carefully. It was further reported that the procedure was completed. There was no reported patient injury.